Event description:
The infusion ended 12 hours earlier than expected. The device contained an unknown volume of 5fu and an unkown diluent; total fill volume is unknown. No patient injury was reported.